Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot number the batch number 6548680 provided is invalid.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4): case 1. Suture break during procedure. (B)(4): case 2. Suture break during procedure. (B)(4): case 3. Suture break during procedure. Did the reported issue contribute to any patient adverse consequences? When were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you please confirm the lot number? Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the distributor that customer experienced a suture break during procedures. There were no patient consequences reported. Additional information was requested.